Event description:
It was reported that pump displayed a cartridge change error and customer discovered loose cartridge o-ring in pneumatic tap area. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge and o-ring, cleaned pneumatic tap area, and during troubleshooting removed ring guarding push rod instead of cartridge o-ring, after which technical support confirmed pump replacement for customer. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.